Event description:
The olympus representative reported on behalf of the customer that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the single use distal cover was missing when they withdrew the evis exera iii duodenovideoscope. Another scope was used to make sure the cap did not travel down the esophagus. The single use distal cover was found in the patient¿s mouth and the outcome of the procedure was not affected. No other treatment was needed. The duration of the procedure was prolonged for approximately 20 minutes. The bite block was repositioned several times. Damage was not noted to the distal cover when it was initially placed on the scope. The user attached the distal cover to the scope and then pulled or twisted the cover to make sure it did not come off. The distal cover was pushed firmly until the hook shown in the attached image of the distal ring were fully visible within the distal cover opening. An anti-fog agent was not applied to the scope. An endoglide sterile bacteriostatic lubricating gel was used in the procedure. The procedure was completed with another similar device and the condition of the patient was not impacted by the failure. The patient is stable. This complaint is related to patient identifier (B)(6) (single use distal cover sn (B)(6)).